Event description:
A malfunction was reported, identified by the customer as malf 9, but there were no notable events leading to it. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to contact technical support if the issue recurred, which the customer understood and acknowledged.